Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, overweight, abdominal pain, right lower quadrant pain, left lower quadrant pain, libido decreased and bloating. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings (" mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: chronic bladder and vaginal bacterial infections"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: chronic bladder and vaginal bacterial infections"), tooth disorder ("dental problems"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), dyspepsia ("gastrointestinal or digestive system condition type: slow digestion, gastritis"), gastritis ("gastrointestinal or digestive system condition type: slow digestion, gastritis"), alopecia ("hair loss"), urinary tract disorder ("urinary problems or") and bladder disorder ("bladder problems or changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, cystitis, bacterial vulvovaginitis, tooth disorder, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, dyspepsia, gastritis, alopecia, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered alopecia, bacterial vulvovaginitis, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastritis, menorrhagia, mood swings, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery, patient had an appointment on (B)(6) 2018 to schedule surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia, most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: chronic bladder and vaginal bacterial infections, bladder or urinary problems or changes, dental problems, neurological conditions or problems type: fibromyalgia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: slow digestion, gastritis, hair loss were added. Patient's medical history was updated. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.